Manufacturer narrative:
End user does not know the lot number and does not have the wipes so DHR review and sample evaluation is not possible. Trend data reviewed and no adverse trends found. End user's weight is not known so an estimation was used in this report. The root cause of this rash and infection could not be determined.

Event description:
It was reported that the no sting barrier wipe caused a little rash on her skin. She went to her oncologist who said the rash was infected so he prescribed the antibiotic cefazolin. She has since switched to a barrier wipe intended for sensitive skin and the area has now cleared up.